Event description:
No patient involvement or injury was reported.

Manufacturer narrative:
Other text: additional information b5, d5, d4 catalog and UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was very loud pump, cracked enclosure, an outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was not confirmed. The device was very noisy. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device was out of tolerance.